Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2022. One day after the procedure, the microsensor was leaking csf. Therefore the physician retrieved the device and stop monitoring on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor ((B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is surgeon fails to check and secure all connections after placement; luer lock connections do not provide adequate seal. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Microsensor was returned for evaluation: failure analysis - a visual inspection showed no signs of physical damage. Water flow was tested through the catheter tubing. One test was conducted with the cap on and one test with the cap off. No leaks were found. The device did meet the specifications. Based on the performed evaluation the complaint condition could not be confirmed. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Plausible root cause per the fmea used in this investigation is: surgeon fails to check and secure all connections after placement; luer lock connections do not provide adequate seal.

Event description:
N/a.